Event description:
It was reported that a patient presented to clinic for follow up. The implantable cardiac monitor (icm) was unable to be interrogated. No changes or intervention was reported. The patient condition was not known.

Event description:
Additional information received notes that there were no patient consequences.